Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed there was no output from the device. Analysis of the returned device was inconclusive. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on (B)(4) 2014. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The exact date is unknown. Concomitant products: 419588 lead implanted: unknown; 5076-52 lead implanted: unknown; 694765 lead implanted: unknown. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted for an unknown reason. The device subsequently tested out of specification during manufacturer's analysis. Additional information was received that the patient was deceased. No additional information is available.